Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Reference manufacturer report number: 3004209178-2015-90871.

Event description:
It was reported that the customer had a high blood glucose level today. Customer thinks it was her infusion set. Customer woke up with a blood glucose level of 44 mg/dl. Customer treated with glucose and was okay. Customer does not know why she is low. Customer went to her health care professional this week. Customer declined troubleshooting. No further assistance required.